Manufacturer narrative:
(B)(4). The device was manufactured between february 14, 2014 and february 17, 2014. Should additional relevant information become available, then a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of an infusor. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. During visual inspection white particles ranging in size from 0.20 ¿ 0.30 mm were observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particles to be polyester. The reported problem was verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.